Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer experienced the malfunction multiple times, but the issue was not resolved by resetting the pump. Consequently, customer support arranged to replace the pump, though the customer declined the offer of an out-of-warranty loaner pump and had no backup therapy at hand, indicating they would contact a healthcare provider.